Manufacturer narrative:
(B)(4). Method: fph attempted to obtain the complaint bc163 bubble CPAP system, however the device was unable to be returned for investigation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: without the return of the complaint device, we were unable to determine what may have caused the problem reported by the hospital. A lot check was not performed as lot information was not provided. Conclusion: the existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe to prevent the pressure from exceeding 10cmh20 and the use of a pressure manifold with the breathing circuit to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the probe of a bc163 bubble CPAP system did not fit properly, causing the probe to slip and an increase in the pressure level. No patient consequence was reported as a result of this incident.